Manufacturer narrative:
On 24-jan-2017, an fse visited the customer site and inspected the unit. He found that the large syringe was difficult to move by hand. He disconnected the needle, repositioned it and confirmed that the syringe was moving freely. He also found that the old sample needle was installed and occluded, and replaced it. The syringe was moving freely. The fse ran controls with no errors observed. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was an occluded needle. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017, a customer reported that the sample needle was missing the patient tube and going to the outside of the tube their g8 analyzer. On the next day, they reported syringe l errors and notified that the instrument was making loud noises. The customer was unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.